Event description:
It was reported that the patient presented in clinic for a follow-up with a low heart rate. Device interrogation revealed that the right ventricular (rv) lead exhibited low bipolar pacing impedance while both the rv lead and pacemaker failed to capture at high output in bipolar configuration. Both the rv lead and pacemaker were programmed to unipolar configuration and successful ventricular capture was noted. The patient was in stable condition and will continue to be monitored.